Event description:
This x-ray system initially had a strange sound and burning odor coming from its x-ray generator. Next, the system stopped making fluoroscopy. The exam had to be ended and the pt moved to another system to complete the procedure.

Manufacturer narrative:
(Eval method)- the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (Eval results) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (Conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.